Manufacturer narrative:
(B)(6). Reported event needle punctured sheath. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle (ebus tban) device was used in the lungs during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle punctured the sheath of the device and became hooked. Subsequently, the device was unable to exit the scope. The procedure was completed with a competitor's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.